Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the breath delivery unit (bdu) printed circuit board (pcb). The cse performed extended self-testing on the device and all tests passed. (B)(4).

Event description:
Covidien received info stating that while in use on a pt an 840 ventilator generated an error code that rendered it into in inoperable state. The pt was removed from the ventilator and placed on an alternate ventilator. The pt was not harmed or injured as a result of the event.